Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s device exhibited non-sustained right ventricular oversensing that was noted during a follow-up in clinic visit. Patient was stable. No further information available.

Event description:
New information received notes programming changes were made. Patient was unaffected by the oversensing issues.